Event description:
Medtronic received a report that after detachment of Axium Prime Coil, there was issue in removing the pusher wire of coil. The pusher was kinked/broken. There was no friction or difficulty during testing or delivery. A continuous saline flush was administered during the procedure. The pushwire distal segment was damaged. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. The patient was undergoing surgery for treatment of a saccular, ruptured, anterior communicating (Acom) aneurysm with a max diameter of 4.7 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.